Event description:
The facility representative reported an infuso.r. Pump with a condition of ''keeps going off even with new batteries.'' This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of keeps going off even with new batteries involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a defective micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.